Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device¿s return is anticipated; however, the device has not been returned to olympus for evaluation. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus field service engineer (fse) on behalf of the customer reported to olympus, the evis exera iii video system center experienced a b30 scope communication error while connecting 190 scopes and had a front panel blinking issue. The issue was found during preparation for use, the intended diagnostic upper gastrointestinal endoscopy was completed with a similar device, and without delay. There were no reports of patient harm.